Event description:
During placement of a metal stent into the cbd, the catheter malfunctioned and the stent was deployed prematurely causing the stent to be placed too proximal in the bile duct. The tip of the catheter deployed spontaneously and prematurely. FDA safety report ID# (B)(4).